Event description:
Reportedly, ventricular lead threshold progressively increased until loss of capture in both bipolar and unipolar configuration. The bipolar impedance was higher than 3000 ohms. The physician decided to replace the lead during the reintervention on (B)(6) 2024.

Manufacturer narrative:
Correction of the implantation date in section d5. Investigation summary: review of the quality documents indicated that the lead met all the requirements of the specification during inspections. Review of the provided expertise files revealed a ventricular loss of capture recorded for the first time in the device's memory on (B)(6) 2023. It was also confirmed that since (B)(6) 2023, a progressive increase of the ventricular capture threshold was noted from 1.75v to 3.75v on (B)(6) 2024. The sudden impedance value increase was confirmed on (B)(6) 2024. As received, the standard electrical measurements of the lead were within specifications. Further investigation was performed to measure the electrical values on the different parts of the lead (proximal, lead body and distal side). The electrical values obtained on the distal part of the lead were significantly lower than the two other ones (911o compared to normal mega o values), which could suggest (but necessarily) a potential malfunction on this part of the lead. Therefore, all welding points on the distal side were visually inspected and the proper welding of all components was confirmed and confirms that there is no lead malfunction suspected. A lead malfunction is not suspected to be the cause of the reported event. The most likely hypothesis is a lead (micro-)dislodgement, which could have occurred due to a progressive detachment of the lead. However, since no x-rays were available, it could not be confirmed with certainty. Please refer to the attached report.

Event description:
Reportedly, ventricular lead threshold progressively increased until loss of capture in both bipolar and unipolar configuration. The bipolar impedance was higher than 3000 ohms. The physician decided to replace the lead during the reintervention on (B)(6) 2024.